Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called alleging that the meter does not power on. Prior to the power issue she had the incorrect date and time on the meter and needed assistance. She visited her physician due to the issue of the meter and was not treated. Customer service had the patient reseat the battery and the issue was not resolved. The battery was replaced three days ago. Customer service was unable to resolve the issue and sent the patient a new meter. This case is being reported as a malfunction, since the power issue was not resolved.